Event description:
The lay user/patient contacted lifescan alleging that the product was giving inaccurate high result for the control solution test. The customer care advocate walked the lay user through control solution tests and the results fell outside the specified control solution range. There were no allegations of harm or injury.